Event description:
Engine co responded to medical "did" call. On arrival at scene, crew found elderly male, with no pulse or respiration, CPR started. Defibrillator was connected to victim, but was unable to apply shock because unit indicates a loose cable problem. Cable was disconnected and reconnected several times, still unable to use wait. CPR was continued. A second unit was attached and victim shocked final outcome death.